Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 468 mg/dl. Their current blood glucose level was 483 mg/dl. They treated their high blood glucose with an insulin pen. Troubleshooting was performed and insulin exited without incident. There was no malfunction found. Their blood glucose level at the end of the call was 491 mg/dl. The customer stated they will treat the high blood glucose by changing the infusion set and site. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.